Event description:
During implant, increased pacing impedance was observed on the right atrial (ra) lead. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual and diagnostic imaging inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported event of high lead impedance was not confirmed.